Event description:
The customer reported a no delivery alarm. The customer also reported that he was hospitalized due to diabetic ketoacidosis. The customer stated that the cannula was bent when he removed the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.